Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that during implant, the valve embolized and obstructed the left coronary ostia. The physician decided to not snare the valve and a coronary stent was placed beside the valve to the left coronary artery with good perfusion. Subsequently, a second on-medtronic valve was deployed but during implant, the coronary stent was crushed and caused a complete left coronary occlusion. The patient was converted to surgery and a coronary artery bypass graft (CABG) was performed. One cine run provided with the complaint was reviewed and showed the following based on the reviewer¿s discretion: the medtronic valve dislodged. A non-medtronic valve was deployed to 100% and it came into contact with the previously placed stent. A coronary occlusion could not be confirmed with the images provided. Potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. Based on the cine review, an assignable root cause for the valve embolization could not be determined. In the evolut r instructions for use (IFU), coronary occlusion is listed as a potential risk associated with the implantation of the valve and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique) and/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia). Although it was reported that the left coronary ostia was obstructed by embolization of the evolut r, which lead to the placement of a coronary stent that was later crushed during the implant of the non-medtronic valve and resulted in complete left coronary occlusion, the cine review was unable to confirm and determine the cause of the coronary occlusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve embolized to obstruct the left coronary ostia. The physician decided to not snare the valve. A coronary stent was placed beside the valve to the left coronary artery with good perfusion. A second non-medtronic valve was deployed. The stent was crushed during the non-medtronic implant, causing complete left coronary occlusion. The patient was converted to surgery and placed on bypass and coronary artery bypass graft (CABG) was performed.